Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker system implant procedure. Upon interrogation after the procedure, it was noted that the atrial lead exhibited intermittent capture. A fluoroscopy was performed and the atrial lead was found to be dislodged. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.